Manufacturer narrative:
(B)(4). The device has been received but not yet evaluated. When additional information is received a supplemental report will be submitted.

Event description:
During a mitral valve repair/maze procedure, the probe would not go below ten degrees celcius and actually climbed in temperature to 30 degrees celcius so they couldn't do the actual freezing of the coronary sinus/mitral line. Closed the tank and turned the machine off and restarted and it still wouldn't work. When they pulled the connector probes (orange and blue )off, it shot out nitrous and nitrous was coming out of the end of the black cables where the blue and orange connectors are. The system was not in a freeze defrost or venting cycle when they pulled the connectors off. The surgeon also said that nitrous was coming out of the tip of the aluminum probe leaking on the field. Sales rep. Got burnt while disconnecting the probe. The rep is okay, his thumb and hand had nasty frost bite but, it is now pretty much all better. Just a burn on his thumb now that is healing.

Manufacturer narrative:
Complaint number (B)(4). Upon inspection the cryo3 probe passed the functional and performance inspections, both on a lab acm console and on the (suspect) acm console returned on another complaint associated with this cryo3 device. The cryo3 device did not have a clog or a leak as evidenced by successful flow and leak inspections.